Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-additional information: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:the battery cap could not be properly unsecured from the pump. The battery compartment threads were found damaged and a battery compartment crack was observed during investigation. The battery cap was found to be damaged. The battery cap contact dimensions were found to be out of specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap could not be removed. This complaint is being reported because the reported issue with the battery cap was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.